Event description:
It was reported that oversensing of noise and undersensing were observed on the right ventricular (rv) lead. The device began charging but no inappropriate high voltage therapy was delivered as the patient reverted to sinus rhythm. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not yet available.

Manufacturer narrative:
Additional information was requested but was not yet available.

Event description:
It was reported that oversensing of noise was observed on the right ventricular (rv) lead. The device began charging but no inappropriate high voltage therapy was delivered as the patient reverted to sinus rhythm. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.